Manufacturer narrative:
(B)(4). Title: transcatheter aortic valve-in-valve implantation for patients with degenerative surgical bioprosthetic valves authors: danny dvir, md; john g. Webb, md citation: circ j 2015; 79: 695 ¿ 703 (doi: 10.1253/circj.cj-14-1418) approximate date of publish used for event date.

Event description:
Medtronic received information via literature review of an evaluation of transcatheter aortic valve-in-valve (viv) implantation for patients with deteriorated bioprosthetic valves. The patient population was represented by the global viv registry (the number of patients, mean gender and age were not reported). Medtronic transcatheter bioprosthetic valves (serial numbers not reported) as well bioprosthetic valves from several other medical device manufacturers were referenced in the article. An analysis of registry data found a 7.6% rate of all-cause death 30 days following aortic viv procedures with medtronic and non-medtronic transcatheter bioprosthetic valves; none of these deaths were directly attributed to medtronic product. Other referenced adverse events included: stenosis (due to calcification, pannus, or thrombosis), regurgitation (due to wear and tear, calcification, or infection), degenerated bioprosthetic valve leaflets, major stroke, pacemaker implantation, tamponade, annular rupture, malpositioning, coronary obstruction, and elevated post-procedural gradients. Of these adverse events, pacemaker implantation following viv was directly attributed to medtronic transcatheter bioprosthetic valves, with the statement that the 12.2% observed rate was lower than pacemaker implantation following native valve implantation. Medtronic transcatheter bioprosthetic valves were also associated with elevated post-procedural gradients related to viv implantation depth, with higher gradients associated with lower positions in the annulus. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.